Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There are no other complaints in the lot. Additional information was requested. (B)(4).

Event description:
A nurse reported that during the advancement of an intraocular lens (iol) during a cataract surgery, the surgeon had difficulty pushing the plunger. It would not slide. He removed the injector from the patient's eye and ejected the lens onto the surgical table. One of the haptics was broken on the lens. There was no reported patient impact. Additional information was requested.